Event description:
The event is reported as: alleged issue: "customer called to report that during a procedure, when the nut tightened the device it cracked and the nut came off. The nut was retrieved and there was no patient injury or medical intervention." Patient current condition is fine.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.